Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 31-301304, femoral trial, lot # 481100, item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09276, 0001825034-2018-09277.

Event description:
It was reported that the surgeon connected the arcos body trial to the arcos stem in the femur. When he went to unscrew and disconnect the trial from the stem, the screwdriver head broke off in the trial. The surgeon was unable to disconnect the trial from the implanted stem. He used the slap hammer, and removed the entire construct. The proximal body trial was found to be loosened from the stem, and we were able to proceed with the surgery. The torque screwdriver was unable to be utilized for the rest of the case, and the body trial has the tip of the driver in it. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed that the tip of the driver was fractured. Device history record was reviewed and no discrepancies were found. Root cause was considered to be torsional shear fracture based on sem analysis. The device was determined to be conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.